Event description:
Customer received a blood glucose result of 851mg/dl. The customer was feeling dizzy and nervous and went to the emergency room. At the hospital, his blood glucose was 105mg/dl. The last result in the device memory is 158mg/dl. No treatment was received. No controls were in use, the device was coded incorrectly, and glucose strips were expired. A request was made for the return of the suspect device and replacement product was sent.